Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2004. (B)(4).

Event description:
It was later reported that the event was regarded as a "drug administration error".

Event description:
It was reported a possible pocket fill occurred. It was noted that during a refill there was 'probable miss-filling' of baclofen into 'scar pocket.' Palpation/examination noted 'swelling at refill site with clear fluid leakage, worsening with irritation,' it is unclear exactly what was meant. The situation 'resulted in in-patient or prolonged' outcome noted as resolved without sequelae after 'reprogramming/refill/bolus.' A follow-up report will be sent if additional information becomes available.